Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultrasmart meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On the event day at 8:00am, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. Two days later at 12:00pm, the patient reportedly experienced the symptoms of shaking and weakness. The patient took no actions, and received no treatment. She did not seek any medical attention. Troubleshooting revealed the patient's test strips were correct, the patient had correctly replaced the meter's battery, and the battery contacts were in good condition. The issue was not resolved. The meter was replaced. The patient reportedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.